Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check (alpc) failed. It was noted that no atrial therapies were programmed on prior to the alpc failure. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.